Event description:
It was reported by the aci sales that a pt underwent a interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be approx 8mm. Per-procedure, the pt was anti-coagulated with angiomax. Following the procedure, the tech who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the tech prepped the device per the IFU. The tech inserted the device into the procedural sheath and into the pt's right groin. The balloon was inflated and as the tech was pulling back towards the sheath, the balloon lost pressure and the entire device was removed from the tissue tract. The pt was converted to 20 mins of manual compression at which time homeostasis was achieved. The tech then sutured the sheath into the access site to be removed when the act (activated clotting time) was in acceptable range. The pt was sent to recovery where the sheath was removed and the pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1315601) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.